Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The audio bolus button cover was torn and the button was inoperative. A battery compartment crack was found along the left side of the grip pad. (B)(4). Initial reporter name and address: (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the bolus button was inoperative. This report is made based on the results of investigation completed on 07/20/2015.